Event description:
This was a catheter malfunction. When the physician was using a locking function of the catheter, the catheter failed to properly maintain the curve that the physician needed. The catheter was removed and a new catheter was used. The new catheter functioned properly. The procedure was completed without further issue. No injury to the patient.